Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 222 mg/dl. A system check was performed and the occlusion appeared to possibly be within the cartridge. The customer was to deliver a bolus to address the bg level after a new cartridge was loaded.